Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2023). Device pending return.

Event description:
It was reported that prior to a catheter placement procedure, the outer package was allegedly had a small hole. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a catheter placement procedure, the outer package was allegedly had a small hole. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed hemostar d/l kit was returned for evaluation. Gross visual evaluations were performed. The outer packaging was noted to be clean. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported tear, rip or hole in device packaging issue, as a small hole was noted on the bottom left side of the outer package. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.